Manufacturer narrative:
(B)(4). Additional clarification of the event requested and received states: "at the end of the bag where the 02 reservoir is there is a plastic disk with the valves in it. It attaches to the bag portion that you squeeze. Where these two join it is not sealing and air leaks and you are not able to build any pressure." The device involved in this complaint has not been returned by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "not making a seal and when ventilating the air flows back into the reservoir bag." Alleged issue reported as occurred during use. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "not making a seal and when ventilating the air flows back into the resevoir bag." Alleged issue reported as occurred during use. There was no report of patient injury or consequence.